Event description:
Related manufacturer reference number: 2017865-2023-93802, 2017865-2023-93803. It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure at the second mapped location in the atrium, the atrial lp exhibited low pacing impedance but was successfully fixated. The right ventricular (rv) lp was inserted, and when retracting the protective sleeve on the delivery catheter at a target location, the rv lp moved forward unexpectedly. Contrast was shot to show cardiac perforation and effusion occurred in the right ventricle. The patient's blood pressure was noted to decrease, and a thoracotomy was performed to repair the injury successfully. Both the atrial lp and rv lp were removed and replaced with a transvenous dual chamber pacing system the patient was stable.